Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic feeling unwell and experienced palpitations since implant. Upon interrogation, the pulse generator exhibited increased output rate. The device was reprogrammed. The patient was free of symptoms and in stable condition.